Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's spouse called to report her husband had passed away. The events were unclear. The spouse described an initial intermittent alarm with power cable disconnect and the patient correcting the connections. The spouse then described a continuous alarm with a "not connected" message. Per the report, all connections were intact. After an unknown period of time the patient became unconscious, emergency services was called, the system controller was changed, but the patient expired.

Manufacturer narrative:
Approximate age of device: 2 years and 2 months. The event occurred at the patient's home. The user facility is attempting to have the device equipment returned to them. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of vad-12560 could not be conducted as the device was not explanted. A review of the device history records revealed the device met applicable specifications. System controller, serial number (B)(4): evaluation of the log file from (B)(4), confirmed the reported event. The log file showed that the system appeared to operate as intended until the patient attempted to switch from battery power to the power module. The events recorded in the log file showed that the white power lead of the system controller was disconnected from battery power and connected to the patient cable/power module. This event was followed by a black system controller cable disconnect. According to the event description, the patient had mismated cables (i.e., the white system controller power lead was connected to the black patient cable connection). Although power was still being provided to the system the reported ¿not connected¿ message appears to be a result of the mismated cables. The next event showed a time stamp reset, which indicates a loss of power to the system and is consistent with the reported continuous alarm. Power was restored and a second time stamp reset, indicating a second loss of power, was captured. Once power was restored again, the system operated with both system controller power leads connected to the power module patient cable until the percutaneous lead was disconnected approximately 41 minutes later. The ability for the system controller power leads to mate with the power module patient cable involved in the event was checked. Analysis of the returned equipment revealed that both the black and white system controller power leads fit to the power module patient cable connection was able to be made and the connections screwed together without issue. The connection between the system controller power leads and power module patient cable was found to function as intended. A review of the device history records revealed the device met applicable specifications. Evaluation of the returned system controller confirmed damage to the bend relief and connector of the black power lead as well as damaged internal components consistent with sudden shock/impact to the device, which likely would have occurred if the patient or equipment fell as the patient became unconscious. System controller, serial number (B)(4): upon completion of the investigation, the returned system controller, serial number (B)(4), was found to operate as intended. The evaluation including log file review, functional testing and operational checks all revealed that the device met all required test specifications. No anomalies or atypical device performance was noted. A review of the device history records revealed the device met applicable specifications. The returned 14v battery clips, 14v batteries, 14v power module patient cable, power module and internal battery, universal battery charger, and display module were all evaluated and did not reveal any device related issues that would have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.